Event description:
During a ptca/stenting procedure, the liberte's monorail stent dislodge. The physician had advanced the liberte's monorail stent delivery system to the lesion and inflated and deflated the balloon. The physician was unable to visualize the stent under fluroscopy. It is assumed that the stent dislodged during advancement and remains in the patient. Patient was sent to the ICU for observation. Patient status is listed as "stable".